Event description:
It was reported that the patient was experiencing overstimulation. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6), batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI: upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: (B)(6) UDI: (B)(4).